Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 380 mg/dl at the time of incident and the current blood glucose of the patient is 440 mg/dl. The customer¿s other blood glucose was 72 mg/dl and 368 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer did not allege pump was under delivering. Customer declined to continue insulin pump troubleshooting. The insulin pump will not be returned for analysis.